Manufacturer narrative:
Result of investigation: vyaire medical was not able to duplicate the reported issue. There are no visible defects, damage or contamination. Installed to a known good vela unit model and the unit ventilate normally. The exhl press xdcr (pt 801) and exhl diff press (exhl flow) xdcr (pt 802) was successfully calibrated however the turbine diff press xdcr (pt 800) failed calibration. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation correction: vyaire medical failure analysis lab was unable to verify the customer's reported issue. The suspect device passed all testing and met all specifications. Exhl press xdcr (pt 801) p/n: 68354 s/n: (B)(6). 0 cmh2o = 1443 (previous calibration = 1443). 60 cmh2o = 1039 (previous calibration = 1041). Successfully calibrated.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator alarmed transducer fault. The customer confirmed that there was no patient involvement associated with the reported event.